Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, most likely due to an abraded lead insulation, representing an external short circuit. He ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit, consistent with the spot of molten titanium observed during the visual inspection of the ICD. Due to the damages of the electronic module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - this patient was admitted to the hospital (B)(6) 2015 after receiving a shock from his device. He has a history of vt, as well as a documented record of several ventricular arrhythmias treated with both shock & atp therapy after his crt-d implant. Therefore, since the patient has received several shocks from his device in the past, he is familiar with how it feels physically. When he was admitted he informed the staff that he felt the shock in the area of the device pocket, as opposed to in the middle of his chest, as he had previously. One of our local representatives was called to check the device, and he was unable establish any communication with the crt-d whatsoever. He tried multiple wand positions as well as multiple programmers, but to no avail. After admission to the hospital, the patient had another episode of vt (untreated by the device) as well as resulting asystole. He is now being supported by a temporary pacemaker, and due to his critical condition it remains undecided as to if and when this device will be explanted. A home monitoring report was provided which shows that the device was working accurately just one day prior to hospital admission, with standard & acceptable lead measurements, and a battery status noting beginning of service. No explant date was provided, but we were informed this device has been returned for analysis.